Event description:
It was reported that during a renal stenting procedure, withdrawal difficulty occurred. The lesion was located in the renal artery. The lesion details are unknown. The express sd stent was advanced to the lesion and deployed. The delivery system with balloon was unable to be withdrawn through another manufacturer's sheath. The balloon was "pancaking and not folding." The balloon was removed by completely removing the guide wire, the guiding sheath and the balloon all together. The procedure was completed with this device. No patient injuries or complications were reported. The patient condition is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).